Event description:
After achieving access of the carotid terminus aneurysm with a neuron guide catheter, a prowler lpes, and transcend ex platinum, a single orbit galaxy complex fill coil 2 x 2 ((B)(4)) was placed in the aneurysm and detached in the standard manner and without complication. A second orbit galaxy complex xtrasoft coil 2 x 1.5 ((B)(4)) was introduced in the standard manner and no resistance was noted as it was transferred to the microcatheter. The second coil was viewed fluoroscopically prior to the coil exiting the end of the microcatheter and it was observed to have a non-standard appearance. The radio-opaque appearance of the platinum coil was not continuous; there was a radio-lucent segment within the length of the coil. The coil was removed without incident and another coil of the same part and lot was introduced. This coil had a normal radiographic appearance however, the coil could not be positioned satisfactorily and it was removed in the standard fashion. A radiographic shot of device (coil with radio-opaque appearance) was not taking during the procedure, after the event, no other damages were noted on the devices (coils -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc), and the coils remained attached to the delivery systems. All access devices were removed and the procedure was concluded with satisfactory technical results.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile xtrasoft orbit galaxy was received coiled in a plastic bag, hypotube was found kinked and bent, also support coil was found kinked at 162cm from hub, no other anomalies were noted; support coil, gripper and embolic coil were found outside the introducer. Embolic coil and gripper were observed under the microscope and the coil was found stretched at distal section while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil damaged" was confirmed, the embolic coil was observed under the microscope and it was found stretched, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damage found on the coil could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After achieving access of the carotid terminus aneurysm with a neuron guide catheter, a prowler lpes, and transcend ex platinum, a single orbit galaxy complex fill coil 2 x 2 (640cf0202/13500312) was placed in the aneurysm and detached in the standard manner and without complication. A second orbit galaxy complex xtrasoft coil 2 x 1.5 (640cx0201/13500007) was introduced in the standard manner and no resistance was noted as it was transferred to the microcatheter. The second coil was viewed fluoroscopically prior to the coil exiting the end of the microcatheter and it was observed to have a non-standard appearance. The radio-opaque appearance of the platinum coil was not continuous; there was a radio-lucent segment within the length of the coil. The coil was removed without incident and another coil of the same part and lot was introduced. This coil had a normal radiographic appearance however, the coil could not be positioned satisfactorily and it was removed in the standard fashion. A radiographic shot of device (coil with radio-opaque appearance) was not taking during the procedure, after the event, no other damages were noted on the devices (coils -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc), and the coils remained attached to the delivery systems. All access devices were removed and the procedure was concluded with satisfactory technical results. One non-sterile xtrasoft orbit galaxy was received coiled in a plastic bag, hypotube was found kinked and bent, also the support coil was found kinked at 162cm from the hub, no other anomalies were noted with visual inspection. The support coil, gripper and embolic coil were found outside the introducer. The embolic coil and gripper were observed under the microscope and the coil was found stretched at the distal section, the suture was found separated from the proximal anchor, loose ends of suture were found stretched which indicates that excessive force was applied. The gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned coil was stretched with evidence of excessive force having been applied. Based on the reported information, the timing of these damages as related to procedural use cannot be determined; however, it is possible that the stretched condition of the distal end of the coil was the cause of the reported non-continuous radio-opaque appearance of the coil. Although no conclusion can be made, it is possible that procedural factors contributed to the and along with post procedural handling to the condition of the device. Based on the analysis and the device history records, there is no indication of any manufacturing issues related to the event. The cause of the event experienced by the customer and the cause of the damage found on the coil could not be conclusively determined. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.